Event description:
The customer contacted physio-control to report that their device "does not power on when opening the lid and is not powering off when the lid is closed". In this state the device will not turn on automatically, which can lead to a use error resulting in a failure to deliver defibrillation. There is no patient involvement in this event.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. The root cause was determined to be the sw5 lid switch assembly. The customer received a warranty replacement device. The customer's device was archived by stryker.

Event description:
The customer contacted physio-control to report that their device "does not power on when opening the lid and is not powering off when the lid is closed". In this state the device will not turn on automatically, which can lead to a use error resulting in a failure to deliver defibrillation. There is no patient involvement in this event.